Manufacturer narrative:
Registration number 3009092818 and exemption number (B)(4). Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss, subsequent to sustaining head trauma. Re-implantation is planned but has not occurred as of the date of this report august 25, 2016.